Event description:
During a thoracoscopy procedure, when the 5 mm endopath trocar was removed from the pt, the tip was noted to be missing. After extensive dissection along the chest wall and inspection of the chest along the aorta and great vessels, the tip could not be located.